Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR): the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025, the patient underwent an orif for trochanteric femoral fracture with the blade. When inserting the blade guide pin, the surgeon checked its position from the front and side. The surgeon inserted the guide pin from the side until it crossed the fracture line. After returning the fluoroscopy to the front, the surgeon inserted the guide pin again just before the subchondral bone. After measuring the blade length, the surgeon performed lateral cortical drilling and blade insertion. After lowering the locking mechanism, the surgeon added compression. The surgeon checked the fluoroscopy from the side to determine the amount of compression and found that the blade had deviated significantly further than the first guide pin placement, causing perforation of the femoral head. The surgeon had to loosen the locking mechanism several times and then remove the blade by repeatedly backsliding. After removing the nail, the surgeon confirmed that the locking mechanism was rattling up and down, and that even after loosening it, it would immediately fall back down. The wing of the set screw was also broken and still inside the patient but was able to be removed using a kocher while checking the fluoroscopy. The nail was replaced with a 9mm nail, and the wound was successfully cleaned and closed. The surgery was completed successfully within a thirty (30) minute delay with no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(6). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.